Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end contained foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory and electrified without contacting electrode of an endo therapy accessory with mucosa. When performing laser cauterization, the user irradiated the laser without securing distance from the device end to tip of a laser probe. When performing argon plasma coagulation, apc, it was not confirmed that black ring on the tip of apc probe was visible in the endoscopic image. As a result, the distal end was burnt. However, a definitive root cause could not be determined. Detection methods are written in the following item of the instructions for use (IFU). Operation manual: 3.3 "inspection of the endoscope: inspection of the endoscope" prevention measures are written in the following item of IFU. Operation manual: 4.3 "using endotherapy accessories". Olympus will continue to monitor field performance for this device.